Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep stating the patient had device and leads explanted as they were unable to obtain coverage of her painful area and she did not experience any therapeutic benefit. Patient is considering pain pump therapy instead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a two-week post-operative clinic visit following the implant of lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) leads, multiple electrodes were found to have shorts as indicated by low impedance on several impedance checks. The patient stated that the stimulator had not provided any pain relief since the implant, with stimulation occurring in the right side rather than the desired area of the left leg and lower back. Back coverage was not achieved despite multiple programming configurations and adjustments to pulse width and rate. Troubleshooting included running several impedance checks and attempting various programming changes, but the issue remained unresolved at the time of the report. It was indicated that further discussion with the physician and continued troubleshooting would occur. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.